Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the body temperature monitored in the bladder only showed 37 degrees celsius for several hours while the temperature measured in the armpit and the rectum was apparently over 40 degrees celsius. Changing the cable and the monitor made no difference. Replacing the same type of catheter, resulted in the indication around 40 degrees celsius. It was between one to two hours before malfunction was noticed. The difference in temperature was 37 degrees celsius to 40 degrees celsius. Once the event was discovered, it took approximately ten minutes to change the cable, monitor and replace the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Received only the 3 way tsc catheter. During the visual inspection, the exterior of the sample was inspected and did not find any evidence of a failure that would support the reported event. Per the functional testing, the returned catheter was inflated with 10cc of water and allowed to stabilize in a 36.69 degrees celsius water bath. The resistance across the thermistor plug was measured and obtained a reading of 1367 ohms (36.67 degrees celsius). This product has a specified interchangeability of 0.2 degrees celsius at 37.0 degrees celsius. This sample did meet the interchangeability tolerance. Dissection and microscopic examination of the temperature wire did not find anything to contribute to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deteriocation prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.